Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading at time of the call was 75mg/dl. The customer stated that she began feeling ill, vomiting, and her blood glucose started to rise. The customer stated that she did not change the infusion set, and decided to go to the hospital instead. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.